Manufacturer narrative:
D10: concomitants: 3632956, 02-010-03-0320 - logic cr femoral cem, right, sz 2. 3797611, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 3709705, 200-02-29 - three peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015 due to osteoarthritis. Approximately 8 years after the initial procedure the patient had a right knee revision on (B)(6) 2023. Revision op report postoperative diagnosis: failed total knee arthroplasty, due to early polyethylene wear with suspected aseptic loosening. The report noted that the patient had osteolysis and clear wear of polyethylene was indicated for revision. There was a moderate amount of fluid with plastic debris exuded from the wound. The surgeon further noted that the patellar component was free of wear and stable. There were visibly significant pieces of polyethylene throughout the knee. The femur debonded completely from the cement upon its removal, and there was significant osteolysis posteriorly on both condyles. The patient was taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.